Manufacturer narrative:
The ventilator was investigated at site by our field service engineer. It was reported that the ventilator did not deliver o2 gas supply as expected. The nozzle unit in the gas modules were replaced. After replacement of the nozzle units, the ventilator passed all functional and safety tests including the o2 sensor failure and was cleared for clinical use. The provided logs showed o2 sensor test failed during pre-use check 2020-01-19. Also, the ventilator logs does not contain any alarms for high or low o2 concentration. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The replaced nozzle units were not returned for investigation, therefore the root cause for the reported problem could not be determined.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator did not deliver o2 gas supply as expected. There was no patient harm. (B)(4).